Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened arterial kit for analysis. No signs of use were observed on the sample. Visual examination revealed that the guide wire was unraveled from the distal end. The guide wire tubing was also observed to be slightly bent. Microscopic examination confirmed the unraveled wire and that the distal weld was full and spherical. The total length of the guide wire measured 4.5625", which is within specifications of 4.4375-4.6875" per swg with handle graphic. The outer diameter of the swg measured 0.387 mm, which is within specifications of 0.381-0.404 mm per swg graphic. The inner diameter of the needle cannula at the tip measured 0.017", which is within specifications of 0.0165-0.0180" per cannula graphic. The returned needle was functionally tested with a lab inventory guide wire, and the guide wire passed through the needle with minimal resistance. Functional testing of the returned guide wire could not be performed due to the damage to the guide wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire kinking/damage was confirmed as the guide wire appeared to be unraveled and no signs of use were observed on the returned components. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire damage for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.